Manufacturer narrative:
Insulin pump passed functional testing including all currents within specifications, the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected failed battery test alarms were noted. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratched liquid crystal display window. Insulin pump received with stained end cap sticker. No other brown spots or traces of insulin pump overheating were noted. (B)(4).

Event description:
The customer's mother reported that patient was hospitalized due to high blood glucose and had diabetes ketoacidosis. Patient was in school when blood glucose started going high from 246 mg/dl then it went down to 31 mg/dl after bolus and went up to 480 mg/dl, then 445 mg/dl, then went up again to 471 mg/dl and mother decided to pick him up from school. Customer was brought to emergency room due to high blood glucose. Customer's blood glucose was in the high 300-400's mg/dl. Customer had high ketones and was wearing the insulin pump at the time of the hospitalization. Customer was treated with fluid, insulin lantus and novolog. Customer's blood glucose was 85 mg/dl. The customer was assisted in troubleshooting and mentioned about the insulin pump had a brown spot inside and got failed battery test alarm. The customer was assisted to perform high pressure test and test passed. Advised the customer the insulin pump would be replaced. No further information provided.